Event description:
It was reported that during use on a patient, the screen for the cardiosave intra-aortic balloon pump (iabp) went blank. There was no harm to the patient, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. However, service determined that the coiled cable and top lcd display were in need of replacement, and the stm ordered the parts and returned to the customer's site at a later date and replaced the top lcd display, coiled cord and related labels. Additionally, the stm replaced the safety disk as per the cycle count. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the screen for the cardiosave intra-aortic balloon pump (iabp) went blank. There was no harm to the patient, and no adverse event was reported.